Event description:
It was reported when using the bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tube there was cracked tube. The following information was provided by the initial reporter. The customer stated: the "tube was broken."

Manufacturer narrative:
H6: investigation summary no samples and 5 photos were returned by the customer in support of this complaint. A visual examination of the photos was performed and the indicated failure mode for stopper pop out (improper assembly) was observed. Bd was able to confirm the customer¿s indicated failure mode with the photos provided however, bd was unable to determine a root cause of the stopper pop out (improper assembly). The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tube there was cracked tube. The following information was provided by the initial reporter. The customer stated: the "tube was broken."